Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have grip input disk axis #6 and axis #7 completely detached. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. For clarification, the broken input disks were not returned with the instrument. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks, and may cause the input disk to break and detach from the instrument.